Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600540 chronic catheter allegedly experienced fracture. This information was received from one source. This malfunction involved one patient with no consequences. The patient's age, weight and gender were not provided.

Manufacturer narrative:
H10: for the reported event, lot number was provided, and lot history review. The sample was returned for evaluation. Fracture was confirmed for the device. A root cause has not been determined. The device was labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review will be performed. The device for this malfunction has been returned to the manufacturer for evaluation. The investigation of the reported malfunction is currently underway. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600540 chronic catheter allegedly experienced fracture. This information was received from one source. This malfunction involved one patient with no consequences. The patient's age, weight and gender were not provided.